Event description:
It was reported by service report that the height adjustment racks were bent, affecting the raising and lowering of the cot. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4): height adjustment racks.